Event description:
The device was returned to the bench for evaluation and repair. Upon receipt, the device powered up with multiple malfunctions, confirming the report. The issue was isolated to the power pca.

Manufacturer narrative:
(B)(4).